Event description:
Patient claim breast implant illness, and left-side silent rupture there isn¿t an official medical diagnosis for breast implant illness. No symptoms were reported by the customer.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.